Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's aid contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient intermittent audio output on (B)(6) 2015. Patient's aid tested the alert functionality and the reported alerts were functional. At the time of contact, the patient's aid did not report any injury or medical intervention.